Manufacturer narrative:
Implant date: lens was not implanted. Explant date: lens was not implanted, therefor not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens got broken during the implantation. Material was discarded and no additional information was provided.

Manufacturer narrative:
Additional information: section b3 - date of event: 3rd december 2021. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.